Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Blood glucose was 400 mg/dl. Reportedly, the malfunction cleared and the customer resumed insulin delivery. Tandem technical support was unable to verify malfunction code in pump history. Although requested, customer declined to upload pump data for analysis.